Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. The patient had been hospitalized for the event and has transitioned to rehabilitation and is expected to fully recover. The procedure had been completed successfully. Air was not suspected to have entered the patient, but they did note that the farawave catheter was exchanged with a non-boston scientific mapping catheter at least four times during the procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.